Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2003; 5054-52, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.